Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that paramedics transported the customer to the hospital due to low blood glucose levels. The blood glucose reading was 19 mg/dl. The customer stated that his blood glucose often fluctuates and that it can drop low at any given time. He added that he was unconscious and cannot remember items. No significant activity leading to the hospitalization was observed. Customer declined troubleshooting and reported that his products were functioning properly. He stated that when he has a lot of activities, his blood glucose levels are a risk and he is aware of it. The customer confirmed that he adjusted sensor settings to help avoid unexpected issues. Nothing further reported.